Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 11/4/2019. A suture needle was submitted for fractographic evaluation. The component was identified as product code w9962. It was requested assess the fracture mode of the failure. A fracture was not observed on the needle; therefore, no additional evaluation was performed. The evaluation revealed the needle was not fractured. During the visual inspection of the sample the suture was noted cut by use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture is an improper handling. The following information was requested and obtained: did the suture break or did the needle break? Suture broke.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9962, pbcbcwb0 number, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture break or did the needle break?

Event description:
It was reported that the patient underwent episiotomy on an unknown date and suture was used. During the procedure, the suture broke and the needle fell inside of the patient. It was retrieved by x-ray. The operation was prolonged a half hour. The patient is reported as stable. There were no adverse patient consequences reported.